Manufacturer narrative:
(B) (4).

Event description:
Literature: marks wa, honeycutt j, acosta f, reed m. Deep brain stimulation for pediatric movement disorders. Semin pediatr neurol. 2009; 16(2): 90-98. Summary: this article reviews the role of dbs and the authors experience with establishing a dedicated pediatric dbs program. The article included information on patients from 09/2007 to 02/2009 with 18 surgeries on 16 patients with primary and secondary dystonias as well as one patient with juvenile parkinson disease caused by tyrosine hydroxylase deficiency. Patients were implanted bilaterally in the gpi. Reportable event: an unspecified number of generator problems including "cross-talk" or inadvertent turn off or parameter changes were reported. The issues were presumably caused by magnetic fields encountered by the patient. The doctors instructed the patients' families to regularly check the generator status, especially after being in contact with a known magnetic field, such as those commonly used in theft protection devices. Reference MFR report # 2182207200905616 for other side of bilateral system.